Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit did not function, the motor was corroded, the coupling head was worn out, the device stopped working immediately, the power was too high, the motor was corroded and the coupling head was worn out. It was further determined that the device failed the following pre-tests: check power with test bench, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle and check the attachment coupling. It was reported that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.